Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned for analysis. Visual inspection noted that the setscrew mark was in the correct location. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported noise that was oversensed causing pacing inhibition.

Event description:
This report is being filed with analysis details.

Event description:
It was reported that this patient with a new cardiac resynchronization therapy defibrillator (crt-d) was experiencing dizziness and near syncope. Interrogation of the device found noise on the right ventricular (rv) channel that was being oversensed which resulted in pacing inhibition greater than five seconds and inappropriate anti-tachycardia pacing (atp). All other leads parameters are normal, and they were not able to reproduce the noise. A fluoroscopy was performed, where the positions of the leads tips in the header are all good. The amplitude of the noise measured at about 1.2mv, so the sensitivity was increased to 1.5mv. Technical services discussed emi or a potential seal plug issue. The device and rv lead were both explanted and replaced, and returned for analysis. No additional adverse patient effects were reported.